Manufacturer narrative:
This report is submitted on 04 february 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site and was treated with a steroid injection and antibiotics. The implanted device remains.